Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming set not attached when locked, cb. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of cassette not attached alarm. Log events were reviewed and there are no errors related to the customer complaint. There were no services previously reported. Visual and functional testing was performed. The complaint was confirmed during the latch lock test and the downstream occlusion (dso) test. The flex circuit was replaced. The pump was calibrated, and the performance verification test was performed: all tests passed within specifications.